Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Increased capture threshold and low r-wave sensing were noted on the right ventricular (rv) lead. The rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.